Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 44mg/dl at the time of the event. Troubleshooting was declined by the customer. It was unknown whether the auto mode feature was active and it was unknown whether the pump was used within 48 hours. It was unknown whether the customer will continue the use of the device. The pump will not be returned for analysis.